Event description:
A report was received that the patient was having difficulty charging due to the location of the ipg. The patient underwent a pocket revision in which the ipg was replaced. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing